Event description:
I began using complete moistureplus contact lens solution -marketed by amo- when my optometrist gave me free samples to use with my new hydrasoft toricxw contact lens. I had not used the complete moistureplus product previously. Beginning in the fall, I moved to another country. Since fall, I have had four separate cases of severe red eye, all of which have resolved without apparent complications. These cases occurred in 2006 and in 2007. I have not yet seen an optometrist here and have not had any success in contacting amo. Their phones are either busy or their mailboxes are constantly full of messages. Date of use: 2006 - 2007.